Event description:
It was reported that the patient experienced a thumping feeling on their right side due to phrenic nerve stimulation. The output was lowered and atrial capture management was turned off on the right atrial (ra) lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.